Manufacturer narrative:
The administering physician assessed the event as likely related to therasphere. Device is radioactive yttrium -90 (y-90) glass microspheres which are injected into the liver. Following embolization of the y-90 glass microspheres into tumorous liver tissue, the beta radiation emitted provides a therapeutic effect. The spheres are delivered into the liver tumor through a catheter placed into the hepatic artery that supplies blood to the tumor. The spheres are trapped in the tumor and exert a local radiotherapeutic effect with some concurrent damage to surrounding normal liver tissue.

Event description:
The pt was treated under an hud protocol with therasphere in 2007 and developed right upper quadrant abdominal pain shortly after receiving his therasphere injection. Procedural notes indicate shifting of the microcatheter during infusion from the right hepatic artery to the cystic artery. In the assessment of the treating physician, the majority of the therasphere was infused in the right hepatic artery but may have received a small amount of spheres in the cystic artery putting him at risk for radiation induced cholecystitis. Subject was instructed to go to the ER and CT scan revealed acute cholecystitis. Subject was given IV antibiotics and pain medications and will be followed in the office by the physician. The subject was hospitalized and discharged three days later. As of the following month, the situation has resolved and the pt recovered.